Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead was not confirmed. The lead passed continuity testing but the helix would not extend and the stylet would only insert in the lead lumen to 508 millimeters. This is due to dried body fluid in the helix mechanism. The conductor coils were deformed and the insulation was cut due to the use of a grabbing tool. No further analysis was performed and the lead was archived.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was found to have fractured and was not capturing. The lead was explanted and successfully replaced with another lead. No adverse patient effects were reported.